Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device arrived in good visual condition. The breakaway washer anvil half was present and cut. The device had several unformed staples on the anvil. Although no conclusion could be reached with the info provided on how the staples ejected from the device, it is possible that the device was fired outside the firing range causing the staples to eject and then fired a second time in firing range, cutting the washer. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a low anterior resection, the resident fired the device once and they did not hear the crunch sound. They loosened it, re-tightened and fired again but still did not hear the crunch. The device was opened and there were loose staples. The donuts were completed but no washer. The anastomosis was hand sewed. The pt is okay.